Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2019. E1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent open reduction internal fixation surgery for subtrochanteric femoral fracture with the tfna short in question. On an unknown date, the patient reported pain, and the hospital confirmed that the nail had been broken at the distal hole. On (B)(6) 2019, the patient underwent the removal surgery of the nail and the implant surgery of a tfna long. The surgeon commented that the stress might be concentrated on the distal hole because the distal hole located near the fracture site. The surgeon thought that in the first operation, the surgeon should choose tfna long. The patient took bisphosphonate heavily. No further information is available. Concomitant devices reported: lockscr ø5 l34 f/nails tan (part #: 04.005.524, lot # 4l17920, quantity: 1), tfna end cap (part #: 04.038.000s, lot #: 2l88239) and unknown tfna lag screw (part#: unknown, lot#: unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product use date was (B)(6) 2019. Bone union was not confirmed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation flow: damage. Visual inspection: the tfna fem nail ø10 le 125° l235 timo15 (p/n 04.037.015, lot number h772749) was received at us cq. Visual inspection of the complaint device showed the device broken in half through the distal slot. No other markings or deformations were noted. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the nail is broken through the distal (lower) slot. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: nov 13, 2018. Expiration date: nov 01, 2028. Part number: 04.037.015s, 10mm/125 deg ti cann tfna 235mm/left ¿ sterile. Lot number: h772749 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071276 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55. Lot number: l998859. Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h613124. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated aug 24, 2018 were reviewed and determined to be conforming. Note: sampling data for samples 312-315 was missing from the quality card. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h765844. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: h742466. Lot quantity: (B)(4) lbs. Certified test report received from (B)(4) company dated aug 03, 2018 was reviewed and determined to be conforming. Lot summary report dated sep 20, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: dec 6, 2019: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for subtrochanteric femoral fracture with the tfna short. On an unknown date, the patient reported pain, and the hospital confirmed that the nail had been broken at the distal hole. On (B)(6) 2019, the patient underwent the removal surgery of the nail and the implant surgery of a tfna long. There was no bone union. The surgeon commented that the stress might be concentrated on the distal hole because the distal hole located near the fracture site. The surgeon stated that in the first operation, the surgeon should have chosen tfna long. The patient took bisphosphonate heavily. No further information is available. Concomitant device reported: unk - nail head elem: tfna lag screw (part#unknown, lot#unknown, quantity 1), unknown locking screw (part#unknown, lot#unknown, quantity 1) this report is for one (1) unknown tfna nail. This is report 1 of 1 for complaint (B)(4).